Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: quantity received and quantity affected: 20 plates, 35 cases received. Customer reports contamination on 221261, lot 3006198.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3006198 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3006198 for contamination. Retention samples from batch 3006198 are not available for inspection. Three photos were received for investigation. One photo shows a close up of the side of a sleeve with what appears to be growth visible in one of the plates inside the sleeve. Another photo shows two sleeves from batch 3006198 with at least one plate that appears to have growth. No return samples were received for investigation. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: quantity received and quantity affected: 20 plates, 35 cases received customer reports contamination on 221261, lot 3006198.